Event description:
It was reported that pump experienced malfunction alarm with code malf 12, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided to reset pump, and malfunction did not recur; customer was advised to continue using pump and to call back if malfunction appeared again, and caller acknowledged instructions.